Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to calibrate the trackers; after calibration, the system was returned to service. No parts were replaced.

Event description:
A medtronic representative reported that while performing a system check the right tracker failed accuracy. No patient was involved in this matter.